Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the health care provider (hcp) saw the patient for an evaluation. The patient reported a burning sensation at the scs battery site. The manufacturer representative would be scheduling an appointment for next week to interrogate the battery, check impedances, etc. No actions were taken at the time of the report. The hcp would consider replacing the battery after the patient meeting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-may-31 reporting that the patient had a replacement procedure that day. The impedances on the left lead (electrodes 0-7) were high pre-operation and intra-operation. The patient could not feel stimulation on the left side. It was unknown when that issue began (maybe one year ago). There were no known factors to have caused the event. The whole system was replaced and the explanted devices were sent to pathology per account protocol. The devices would be returned for analysis when available from account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they met with the patient on (B)(6) 2018. They reported that the heating sensation at the ins site was undetermined. It was reported that they performed an impedance check this morning (B)(6) 2018, and discovered high impedances on the 0 through 7 lead. It was reported that the 0 through 7 lead had all out of range results and the 8 through 15 lead was working properly. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep tried to reprogram around the high impedances on the 0-7 lead with no success. The cause of the high impedances were not determined. The issue was not resolved, but the physician had scheduled the patient for a battery replacement and possible lead revision. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins determined there was no significant anomaly. There was reduced battery capacity. Analysis of the lead determined that all conductors were broken 23.8 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. Product ID: 3550-39, lot# unknown, product type: accessory; product ID: 3778-60, serial# (B)(4), product type: lead; product ID: 3778-60, serial# (B)(4), product type: lead; product ID: 3550-39, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative that the leads and implantable neurostimulator (ins) were explanted and retrieved from the account for analysis. No further complications were reported.